Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. The customer's age and weight is unknown. The model # was not provided.

Event description:
The customer obtained a blood glucose reading of over 600 mg/dl on a contour next meter. However, the customer was presenting with symptoms of hypoglycemia such as dizziness, vomiting and shakiness. The customer's family called an ambulance, since she was told by her doctor that every time her blood sugar is higher than 500 mg/"dll", she has to go to the hospital. The customer did not provide the details of treatment provided in the hospital. The customer used an expired vial of contour next test strips. The customer was advised to return the test strips for evaluation. Replacement strips and meter were sent to the customer.